Event description:
It was reported that during a da vinci si oophorectomy procedure, immediately upon using a monopolar curved scissors instrument, the surgeon stated they were dull. The planned surgical procedure was completed with another pair of scissors. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on a system for latex a cut test. The scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. One blade edge had an indentation near the tip, negatively affecting cut performance and acted as a mechanical stop for the other blade when closing. Engineering concluded the damage to the blade was likely due to mishandling. Additional damage found were a deep scratch and crack on the main tube. At the midpoint of the main tube, it had a scratch mark exhibiting light material removal and a rough surface finish. The scratch mark was short in length. Two small hairline cracks aligned closely together were found near tube extension on the main tube. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions and cracks, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.